Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the stated issue. The power management board was replaced to fix the reported issue.

Event description:
The hospital reported that, during pre-use checkout, the unit alarmed "no battery backup" and "system may shutdown" error message was shown on the display. There was no reported patient involvement.